Manufacturer narrative:
Internal file number: (B)(4). Exemption number e2019001. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. It should be noted that the xience xpedition, everolimus eluting coronary stent system, instructions for use (IFU), specifies to remove the product mandrel and protective stent sheath prior to performing the guide wire lumen flush and delivery system preparation. In this case, it is unknown if the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgment prior to use include, but are not limited to, interaction with device accessories and/or user handling damage. In this case, it is possible that inadvertent mishandling during protective sheath/stylet removal resulted in the reported stent dislodgement in addition to the noted multiple bent and mangled stent struts; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a coronary lesion. During preparation of a 2.25 x 28 mm xience xpedition stent delivery system (sds), the stent was noted to have dislodged from the balloon of the sds and was thought to be stuck in the protective sheath. The sds was prepped prior to the sheath and stylet being removed. There was no patient involvement and an unspecified replacement device was used to successfully continue the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.